Event description:
After surgery, patient stated that she had pain on her right heel. A warmair unit was used during surgery. Possibly, her heel had direct contact with the plastic coiled hose of the warmair unit.